Event description:
(B)(4). My device was paid for by (B)(6). I slowly started having increased bleeding with my periods and they were more painful. As the years progressed, my periods became extremely heavy. I was changing an ultra tampon (I used to use regular size) and night time pad every hour and a half for 3 days. I would have extremely large clots with painful cramping into my legs and throughout my abdomen. I also had went from normal energy to extreme fatigue through out the years. My legs starting shaking at night, I also had night sweats and insomnia. My doctor confirmed I was not pre menopausal. My legs, feet, arms, and hands would be swollen when I woke up in the morning. I had chronic pain in my joints and spine.